Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were on a trip and something happened with their implanted device. Patient said they were getting off from a plane and their therapy started acting odd. Patient stated they were getting painful stimulation and could feel the vibration down their buttock on their left side and going down into their leg. Patient said they tried turning the stimulation down but finally they just turned it off because they didn't know what else to do. The patient was redirected to their healthcare provider to further address the issue. Patient saw their healthcare provider (hcp) last week and their hcp said it was ok to turn the therapy off. Patient mentioned they had an appointment later this week with hcp and a manufacturing representative. Patient also mentioned they were going for an x-ray today so their hcp would check on results as they mentioned to the patient that "something might be broken inside". Additional information was received from a healthcare professional (hcp) on 2025-apr-02. The hcp reported that the office had patient get x ray and confirmed lead was still in sacrum but has migrated distal from initial placement. They think the battery may be flipping causing the lead to pull back. The cause was not known and it is unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va32eq8, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated they were supposed to have a surgery tomorrow and need to show implantable neurostimulator (ins) was turned off. The patient mentioned that they have not used ins since last summer and that the wires shifted. The patient stated they went to healthcare provider (hcp) office today and hcp confirmed ins was off and gave patient a form, but patient was concerned that the hospital won't accept the form since they don't have external equipment. Agent reviewed hospital staff could contact local reps to request assistance, agent provided patient with nas phone number. Additional information was received from a healthcare professional (hcp). The hcp reported that the office had patient get x ray and confirmed lead was still in sacrum but has migrated distal from initial placement. They think the battery may be flipping causing the lead to pull back. The cause was not known and it is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.